Manufacturer narrative:
The reporter has advised that this is a clinical study patient and imaging would not be collected. The follow-up visits for the patient at 1 and 2 years were both marked as not completed. The type I endoleak (proximal) was last documented to still exist on (B)(6) 2013. No additional procedures to resolve the type I endoleak have been reported. Investigation/evaluation: a review of the instructions for use (IFU), and quality control data was conducted. There is no indication that a design or process related failure mode contributed to this event. The zenith flex aaa endovascular graft bifurcated main body was not returned for an evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. The lot number of the device is not known; accordingly a review of the device history record and complaint history of the lot could not be conducted. There have been numerous design verification and design validation activities performed that have shown the device meets design input requirements and user needs. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU, "key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation; short proximal aortic neck; an inverted funnel shape; and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conductive to graft migration or endoleak. Inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Additionally " patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas." Possible root cause for a proximal type I endoleak that appears immediately post-procedure could be inappropriate sizing, inappropriate deployment procedure (deployment of the suprarenal stent in the infrarenal abdominal aorta rather than in suprarenal abdominal aorta), and patient's anatomical conditions (like severe tortuosity or calcification and thrombus). A type I endoleak occurs when there is a gap between the graft and the vessel wall at ¿seal zones.¿ the gap allows blood to flow along the side of the graft into the aneurysm sac, which creates pressure within the sac and increases the risk of sac rupture. A type I endoleak often occurs when the anatomy of the aneurysm is unsuitable for evar or if an inappropriate device was selected for the patient. They may also occur due to failure to balloon the graft to ensure a seal; however, it was reported that standard molding balloon angioplasty was performed at the end of the procedure. The possible root cause for a proximal type I endoleak that appears immediately post-procedure could be inappropriate sizing, inappropriate deployment procedure (deployment of the suprarenal stent in the infrarenal abdominal aorta rather than in suprarenal abdominal aorta), and the patient's anatomical conditions (like severe tortuosity or calcification and thrombus). Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
It was reported that during an endovascular procedure a (B)(6) male patient with a medical history of coronary artery disease, hypertension and diabetes received an abdominal aortic stent-graft, bilateral iliac legs and a left iliac leg extension for treatment of an abdominal aortic aneurysm. Additionally, the patient received placement of an abdominal aortic stent-graft, bilateral iliac legs and a left iliac leg extension. Post procedure imaging showed a type 1 proximal endoleak. The endoleak was again reported on the one month follow-up CT scan. Patient outcome was not provided as no additional information was available after a one month follow up.